Event description:
In 2009, stryker biotech learned of a case in the literature (schuberth, john m., didomencio lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery", the journal of foot & ankle surgery, (prepublication) 2009: 1-6) involving a patient who received op-1 implant for an unspecified foot/ankle procedure and subsequently underwent a below the knee amputation after developing osteomyelitis "at a distant site". The anatomical location of the osteomyelitis was not provided. Additional information will be requested.